Manufacturer narrative:
H4: the lot was manufactured from july 21, 2022 to july 22, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured july 21, 2022 - july 22, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which revealed a white crystallized drug residue located at the connection of the white luer cap, which suggested a leak occurred. A functional leak test was performed by adding green color water to the bladder. After fill and prime, the white luer cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the device was monitored until the next day. The next day, no sign of a leak was observed. Therefore, the device was determined to be conforming product. Further inspection revealed the cause of leak was due to the untightened white luer cap. The white luer cap is not a baxter product. The user did not use the device's blue winged luer cap. The reported condition was verified. The cause of the condition was determined to be a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after filling with sodium chloride and fluorouracil solution. The issue occurred during setup/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.